Event description:
The pt was a (B)(6) year old female with atrial fibrillation. The zoll e series monitor was used with the adult multi function pads. The monitor had been on and working correctly for 12 lead acquisition and transmitting. The sync button was pushed and the energy setting would not adjust using the soft keys on the front of the monitor. Diagnosis or reason for use: unstable cardiac arrythmia.